Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient had an appointment on (B)(6) 2014. Additional information received reported that the patient was upset because after the surgery no one explained any of the external devices. It was noted that there was a manufacturing representative at the patient¿s follow up appointment who was there to train her but at that point she had already figured things out on her own. It was noted that the patient stated that she was upset that no one added programs to the patient programmer at her last appointment. It was noted that the patient did not have enough therapeutic effect since implant. It was noted that the stimulation wasn¿t helping enough in her leg and she was on medication that wasn¿t helping enough either. It was noted that the patient stated that if she had programs on her patient programmer she may be able to program around it. Additional information received reported that the ins was in her lower back and it was difficult to reach with the antenna. It was noted that the patient had issues since implant. It was noted that she could not use the belt because it falls off and there was no velcro to keep it up.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the spinal cord stimulator (scs) was not working. It was noted that the patient was very angry and had to have her mother come and help. It was noted that the patient had all of the equipment and she had no clue how to use it. It was noted that the patient had a follow up appointment on (B)(6) 2014. It was noted that the patient thought that the doctor ¿figured¿ that the patient knew how to use the patient programmer because the patient had a temporary one. It was noted that the patient got home and ¿had all of this medication in her and cut her up.¿ it was noted that ¿they¿ had the patient screaming. It was noted that the patient was all black and blue. It was noted that the patient got shocked when she got home from the implant. It was noted that the patient could not figure out how to use the programmer because she had a lot of medication in her. It was noted that the patient¿s mother and daughter had to come help because it felt like someone took a taser to her and shocked her. It was noted that the shocking sensation quit that night after the patient¿s mother got there and helped her use the programmer. Additional information received reported that the patient was not sure if the stimulation was turned on. It was noted that the patient was not getting any tingle. It was noted that the patient programmer was not working. It was noted that the patient programmer was showing a poor communication screen. It was noted that the patient was not adequately trained on using the device. Additional information received reported that the patient had charging issues. It was noted that the stimulation had stopped working since (B)(6) 2014. It was noted that the patient hooked up the implantable neurostimulator recharger (insr) and pressed the start charge key. It was noted that the implantable neurostimulator (ins) was blinking at the 25 percent mark and all of the coupling bars were full.